Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa reported that upon starting to use harvesting tool the jaws appeared to be malfunctioning, attempting to cauterize but then turning off. Upon inspection the wire inside jaws appeared to be lifted and separating from device. No pretest had been performed. Customer removed from use and opened a new kit for use. Device was not saved, therefore unavailable for investigation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa reported that upon starting to use harvesting tool the jaws appeared to be malfunctioning, attempting to cauterize but then turning off. Upon inspection the wire inside jaws appeared to be lifted and separating from device. No pretest had been performed. Customer removed from use and opened a new kit for use. Device was not saved, therefore unavailable for investigation. The hospital did not report any patient effects.